Event description:
It was reported the devices were used during a v.a.t.s. Procedure. It was reported by the affiliate that the devices would not open after being fired. The surgeon used another device to cut the device from the tissue. There was no patient consequence.